Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 22-jul-2020 from the healthcare professional (hcp) who reported that with regards to any additional actions/interventions taken to resolve the issue that everything that happened was in the ER (emergency room), but she had advised the ER team to give the patient narcan and they did and the patient came around. She stated that she had gone to the ER at lunch that day and accessed the pump and found that the 8 mls was missing. No further complications were reported/anticipated.

Event description:
Additional information was received from a consumer indicated back in (B)(6) 2020 (specific date not reported) the pump ¿released 8mcg of fentanyl¿ directly into the patient¿s system so the patient went into heart failure and was taken to the ER. It was reported they were given electro shock and narcan. It was noted per their healthcare provider (hcp) the patient was "at the max" for the drugs in the pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving fentanyl (1850 mcg/ml at 479.6 mcg/day) and bupivacaine (23.7 mg/ml at 6.144 mg/day) via an implanted pump. The hcp reported a potential pocket fill. Per the hcp, the patient¿s pump was refilled today ((B)(6) 2020) and immediately after the patient went to the ER (emergency room) with overdose symptoms. The patient¿s heart stopped 3 times and he was currently being medically managed and monitored in the ER. Per the hcp they checked and there were 8cc missing after the refill; there were 32cc in the pump and the expected was 40cc. There was no visible swelling in the pocket and no fluid seen via ultrasound. No further complications have been reported as a result of this event.